Manufacturer narrative:
The investigation findings revealed a bent bar feeder and damaged ratchet. The jaw width measurement was 0.200, which is 0.008 below specification. All jaws and bar feeders are inspected 100% in the manufacturing process. The smallest clip (.210) would not be able to eject and cause jamming. The returned clip cartridge was measured and all critical dimensions were within specification. There was no harm to the patient.

Event description:
During a surgical procedure, the ml-10 clip applier jammed shut on cystic duct when first clip was fired inside the patient. Surgeon was unable to release trigger, and therefore unable to remove device jaws from the cystic duct despite several attempts. Due to this, the procedure time was extended to 30 mins. There was no harm or serious injury to the patient.